Event description:
It was reported that during a lap sigma procedure, the teflon pad fell of with part falling into the patient. It was removed. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.